Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 6503412. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor siltex round moderate profile 350cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during an exam. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 7399421 on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).